Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Vascular access was obtained through the left femoral artery. The physician was treating a 90% stenosed lesion located in the severely tortuous and severely calcified, approximately 3mm in diameter, right coronary artery (rca). This 2.5x12mm quantum maverick balloon catheter was used to pre-dilate the lesion. Extra force was required by the physician in an attempt to reach/cross the lesion with the quantum maverick. Once to the lesion, the balloon ruptured on the second inflation at 16atms. The device was removed from the patient intact. The procedure was completed with another quantum maverick balloon catheter. There were no reported patient complications. The patient status is listed as good.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)